Event description:
Heartware left ventricular assist device (lvad) patient presented with high watt alarms, abnormal lvad function/waveforms and hemoglobinuria in the setting of international normalized ratio (inr) 1.7 and aspirin 325mg; requiring heartware to heartware exchange a week later. Patient was then found to have left middle cerebral artery territory infarct on point of discharge #1. Intraoperative finding included outflow graft compression by the driveline in 2 locations.